Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited unacceptable capture threshold and sensing. A chest x-ray revealed that the lead was broken. The lead was explanted and replaced.